Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in france using the alinity m system, list 8n53-02, which is also us FDA approved.

Event description:
The customer reported a leak on their alinity m instrument. The customer reported a leakage under the system solution drawer. The liquid was within the instrument footprint and was cleaned by the customer wearing appropriate ppe (personal protective equipment). A field service engineer (fse) was dispatched. The fse observed liquid under the system solution drawer. Liquid was found outside the footprint of the instrument on the vapor barrier side. The fse cleaned the leak wearing appropriate ppe. The fse tightened the tube on the vapor barrier transfer pump and added a new riesling necklace. The instrument was tested and initialization passed without leakage. There was no report of injury or actual exposure to this leak.